Manufacturer narrative:
The logbook was made available for the investigation. Based on the evaluation of the logbook the reported warm start of the device could be confirmed. The root cause of the warm start was identified as a faulty pcb pneumatic controller. The device behaved as specified and tried to remedy the malfunction with a warm start. During a warm start, the evita xl opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Immediately after restarting ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit value for the minute volume. At the reported time, the ventilator restarted and resumed ventilation as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart without loss of data. There were no patient consequences reported.